Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was provided for investigation where it was tested using retention controls. Testing results: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a qc error and a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the siemens 2500 analyzer with dade innovin reagent. At 11:30 a.m. The laboratory result was 2.4 inr and at approximately 11:32 a.m. The meter result was 3.4 inr. The patients warfarin dose was decreased based upon meter result. The patients therapeutic range is 2.0-3.0 inr and tests weekly. The patient is currently in fair condition.